Event description:
According to the literature, a retrospective study evaluated postoperative bleeding rates in patients who underwent primary sleeve g gastrectomy using either vessel sealing device (vsd) or a competitor sealing device between 2013 and 2022. The vessel sealing device or a competitor device were used to mobilize the greater curvature and an 60mm endoscopic stapling reload was used to construct the gastric sleeve. Of the 8157 patients in the study, the ligasure was used in 3014 patients. 19 patients had complications included gastrointestinal (gi) tract postoperative bleeding within 30 days requiring blood transfusions, reoperation, and prolonged hospitalization. The location of the bleed was found at the gastric staple line, at the cut edge of the mesentery/omentum, at/involving the spleen or unknown. One patient who was not in the ligasure group resulted in mortality after reoperation due to postoperative bleeding on not specified location.

Manufacturer narrative:
D10 concomitant products: unknown egia su, unknown endo gia sulu (lot#unknown) unknown egia su, unknown endo gia sulu (lot#unknown) title: comparison of postoperative bleed rates and location of bleed between vessel sealing devices after laparoscopic sleeve gastrectomy author: dylan cuva, md, julia park, md, patricia chui, md, phd, jeffrey lipman, md, peter einersen, md, john k. Saunders, md, and manish parikh, md doi: 10.1089/lap.2024.0082 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.